Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 30 mg/dl. Customer stated that he was involved in a lot of activities and the bolus gave him too much insulin too fast. His roommate called the paramedics; customer was unresponsive. The paramedics gave him glucose paste in the ambulance. The current blood glucose reading is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.